Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they did not received their ID card in a timely manner after implant on (B)(6) 2017. They were traveling the week of the report and wanted it overnight. The rep confirmed that the ID card was on its way. No further complications were reported/anticipated. The patient reported that their manufacture representative didn't help with the setup of their device the device was not turned on or operating correctly. It was also noted that he patient had not received their ID card yet. The patient wanted to have their device removed but needed it for life. No further complications were reported/anticipated.